Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial tachycardia (at) procedure, upon ablation, the temperature was displaying down to 9 degrees celsius and the temperature limiter was displayed. The case was completed by changing the catheter without any patient consequence.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4)